Event description:
Same case as MFR report #3005099803-2009-1153. It was reported that during a polypectomy procedure, the plug detached from the handle. The target poly was in the large bowel. A rotatable snare oval 13mm had been selected to treat the target polyp. When the cord was removed from the device handle, the plug was detached from the handle and was removed with cord. The device was exchanged for another rotatable snare oval 13mm. It was noticed that the plug "seemed not to set tight to handle". The procedure was completed with 3rd rotatable snare oval 13mm. There were no pt complications reported with the pt's current condition listed as "good".